Event description:
A customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was initially using a third-party wall adapter, and technical support advised leaving the adapter plugged into a working outlet for at least 30 minutes. Upon follow-up, it was confirmed that the pump successfully charged, and no further assistance was needed.